Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customer were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 8/15/2007 and was last repaired on 6/23/2012 for a non-related issue. Eval of the device observed that the bushing was pushed out of the side plate and that the side plates, roller, comb and roller gear were damaged. Prior to repair, a test mesh and calibration check could not be performed due to the separation of the bearing from the side plate. Customer did not return any cutters for eval. Improper handling most likely cause damaged to the comb, roller, and roller gear, which most likely caused the customer's reported event. Additionally, improper handling most likely caused the improper positioning of the bushing and the damage to the side plates. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher was working intermittently. No add'l clinical info was rec'd prior to this report. If add'l info is rec'd, a f/u medwatch will be submitted.